Manufacturer narrative:
The reported issue was confirmed and replicated: the common line trace associated with pin 20 on the keypad flex cable harness, where it routes through the front panel, was found to be open due to a crack. This common return line is associated with the power on key, battery, ac, and wireless icons that were found to be unresponsive when received. Temporary replacement of the front panel with keypad assembly resolved the issue. The device is used for treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement

Event description:
It was reported that the device will not turn on, keypad is inoperative and not displaying.